Event description:
It has been reported to philips that the host pc failed. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc failed intermittently. A review of the system log file didn¿t contain any malfunction related to host pc. Upon functional testing fse found that the system was showing no led-on host pc hard disk tray and to resume the function, pc had to turn on manually. To resolve the issue fse replaced the host pc. After this reported issue didn¿t reoccur and the system was returned to use in good working order. The codes were updated based on the investigation outcome.